Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018, 507658 lead, implanted on (B)(6) 2007, and pb1018 transcatheter valve implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presenting with variable high voltage impedances on the right ventricular (rv) lead with repeat measurements of greater than two-hundred ohms. In clinic testing showed noise on the rv coil. The lead appears to be compromised. It was also noted that a month ago while the patient was traveling an alarm had triggered due to high rv and svc (superior vena cava) impedance. The rv lead remains in use and the patient will consult with physician about options. No patient complications have been reported as a result of this event.